Event description:
This complaint originated as a result of the baxter sales representative (bsr) notifying baxter?s corporate product surveillance on 02/17/10 to relay a report received from a physician on an unknown date for a patient who died during treatment with a xenium 110 dialyzer. The bsr stated that per the physician, the patient was very uremic and unstable and that the physician put the patient on the smallest dialyzer (110) and that the physician thought it was too much of a shock for the patient. On 02/17/10, product surveillance placed a call to the physician regarding this report. It was indicated that the patient was a (B) (6) male who passed away on (B) (6) 2010. The physician stated that he just starting using this dialyzer (the xenium 110) on the patient recently. The uremic mix was 188 milligrams and the physician used the 110 dialyzer thinking that was the smallest dialyzer for the smallest clearance. The physician had the blood flow rate at 300/350ml for 3 hours on a fresenius machine. The patient was acidodic with a bicarbonate level of 6. It was indicated that the patient's blood urea came down significantly from 188 to 88. It was indicated the patient finished the therapy, had a seizure, was brain dead, and then died all within a 10-minute time frame of completing the therapy. The physician stated that there was nothing wrong with the fresenius dialysis machine and that the machine was working okay. The physician stated that the actual dialyzer had been discarded. The following additional/clarified information was obtained on 02/22/2010: the patient's physician indicated that the patient was admitted to the hospital with a diagnosis of uremia and that the patient possibly had alport syndrome although the patient was not definitively diagnosed with this. The physician had not seen the patient prior to this hospitalization. The physician indicated that the patient was not on any medication and had no other significant medical history. The physician indicated that this was the patient's first dialysis treatment and that the patient had a blood urea nitrogen (bun) level of 188 but was in fact not unstable and had hemodynamically stable vital signs prior to and during the dialysis treatment. The physician stated that the patient the patient was acutely ill and reiterated that the patient had a bicarbonate level of 6mmol/l. The treatment prescription was as follows: one potassium bath for the first hour, then 2 potassium baths for the remaining 2 hours of treatment for a total of a 3 hour dialysis treatment. The blood flow rate was 300-350 and there was no ultrafiltration. The patient was also given non-baxter heparin during the treatment (details unknown). The physician stated that after the completion of the dialysis treatment, the patient vomited, which alerted the hospital staff that something was wrong. The patient then had a seizure and an electroencephalogram (eeg) was completed, showing that the patient had anoxic encephalopathy. Laboratory values were drawn immediately after the seizure, showing that the patient's bun had gone down to 88 from 188. The physician indicated that the patient was placed on a ventilator and was given mannitol, but the patient passed away. It was stated that all this occurred within 10-15 minutes after completion of the dialysis treatment. The physician indicated that the he will attempt to obtain the lot number and a companion sample. However, the dialysis run sheets were reported to be unavailable. The physician indicated that the hospital where this occurred had just started using the 110 dialyzers (purchased from sooner dialysis in (B) (6)) and that there had been no issues prior to this incident with any patients. The physician indicated that these dialyzers had a urea clearance of about 40-50mg/deciliter. The physician declined an on-site visit; however, requested that a baxter physician speak with him regarding this incident and the clearance this dialyzer has. During a teleconference on 03/03/10 with the reporting physician, a physician from renal division, and a global field surveillance medical director, the following additional information was obtained: the reporting physician indicated that the patient's family had a history of alport syndrome and that the patient had a history of hypertension. It was also indicated that the patient was a poor historian but the wife did indicate that the patient drank a lot. In addition, after the patient passed away, the family informed the reporting physician that the patient had encephalopathic symptoms for 6-8 months prior to the hospitalization, which included confusion, myalgia, and unsteady gate. The physician indicated that the patient was admitted to the intensive care unit, where his pre-dialysis laboratory results were as follows: creatinine: 20 and potassium: 6.9. The patient?s laboratory values after the dialysis treatment were as follows: sodium: 142, potassium: 3.1, fluoride: 102, bicarbonate: 15, and creatinine: 8.6. It was indicated that the cause of death as noted in the patient's death certificate was anoxic encephalopathy and underlying uremic encephalopathy and end stage renal disease. The reporting physician also adamantly stated that he was not alleging any malfunction against the dialyzer or the dialysis machine. He only wanted to speak to a baxter physician to ask if the xenium 110 dialyzers in general provide a lot of urea clearance. Upon completion of the teleconference, the reporting physician indicated that his questions had been answered.

Manufacturer narrative:
(B) (4) the actual sample involved in the incident was discarded. However, a shipping review of the facility from which this hospital obtains their dialyzers identified three dialyzer lot numbers (09d20p, 09e21p, and 09g27p) that may be the lot involved with this incident. Nipro, the dialyzer manufacturer performed a manufacturing batch record review of these lots: the manufacturing records, process inspection records, and release inspection records of the possible lots involved were reviewed and no abnormality was found. No abnormality was identified in the records and findings of the biological tests performed in the release inspection for the possible three lot numbers.